Event description:
On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) (B)(4) alleging that a one touch ultra2 meter read inaccurately high. The pt tests her blood glucose 5 times a day. She tests before each meal, at 4:00 pm, and at bedtime (around 11:00 pm). The pt takes lantus insulin and self-adjusted novorapid insulin based on her meter readings. The pt indicated that the alleged issue started around (B)(6) 2010, or possibly at an earlier date/time. On (B)(6) 2010, at 10:00 pm, the pt reportedly had symptoms of feeling "strange", was "sweating a bit," and being "a bit hungry." The pt tested her blood glucose at that time, although she typically tests at 11:00 pm, and got a result of "129 mg/dl." At that point, the pt felt as though the meter reading did not correlate with how she felt. Due to obtaining the result of "129 mg/dl," the pt did not administer any self-treatment. According to the pt, her dr had advised her to eat something in the evening if her blood glucose is less than "100 mg/dl." About an hour later at 11:00 pm, the pt reportedly "felt really bad", and had symptoms of weakness, shakiness, sweating, and hunger. Since she felt really bad and hypoglycemic, the pt claimed that she was unable to test her blood glucose at that time. At an unspecified time during the time of concern, the pt's husband noticed that she was strange and having a hypoglycemic episode. He treated the pt with a "sugar tablet" and orange juice. After the treatment was administered, the pt tested her blood glucose and got "140 mg/dl." The pt mentioned that she had gone to a hospital on (B)(6)2010, for a regular checkup. During the hospital visit, a meter-to-lab comparison was performed. The pt reported blood glucose results of "101 mg/dl" with the lfs meter and "70 mg/dl" on a laboratory device, performed within 10 minutes of each other. It is not known if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: although the pt was symptomatic at the time of testing, she claimed that she developed add'l symptoms associated with severe hypoglycemia after obtaining an alleged inaccurate high reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.